Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the non sustained oversensing and high defibrillation impedance was noted on the right ventricular lead. The lead was explanted along with device.

Manufacturer narrative:
A partial lead was returned in one piece for analysis. Visual inspection found the connector pin and connector cap were pulled out of the connector assembly which was sustained during the surgical procedure the portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00510. It was reported that when the patient presented on transmission, episodes from the device indicated that the patient was in ventricular fibrillation and received a shock that failed to convert the patient's rhythm. Intermittent undersensing was observed on the discrimination channel which later caused it to turn passive. The patient remained in ventricular fibrillation but the device did not deliver anymore shocks because it categorized the rhythm as normal sinus rhythm. A slow paced rhythm was observed on electrogram following the incident. The patient passed away, but it is unclear what the cause of death was.